Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the on off switch has no alarm and the pilot valve, o-ring, and worm drives are leaking.